Manufacturer narrative:
H11. Additional narrative updated d4, h4, and h6. Based on the information available, the most likely root cause is patient factors, dyslipidemia. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11. Additional narrative updated h3 and h6 h3: product evaluation report of regurgitation was confirmed through leaflet tears as received. Customer report of stenosis and leaflet immobility was confirmed through observed host tissue overgrowth. X-ray demonstrated commissure 3 bent outward; moderate calcification was observed on leaflets 2 and 3, and minimal calcification nodules on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 on the inflow. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, mechanical damage mark was observed on the free margin of leaflet 1 near commissure 2. Damage appeared serrated and did not penetrate leaflets. Leaflet 2 had a tear of approximately 3mm x 3mm on the cusp and 4mm near commissure 3. Torn leaflet fragments were not returned. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was not returned with valve. Wireform was exposed on commissure 1. Multiple suture threads were observed around the sewing ring.

Event description:
It was reported that a 19mm 3300tfxj aortic valve was explanted after an implant duration of nine (9) years due to severe aortic stenosis and regurgitation secondary to leaflet immobility caused by calcification. The patient presented with fatigue. The explanted valve was replaced with a 21mm 11500aj valve with no patient adverse event reported. Aortic annular enlargement through a y-incision technique and a replacement of ascending and arch aorta with brachiocephalic artery reconstruction were performed concomitantly. The patients outcome was reported as recovering. Upon the valve explant, the leaflet corresponding to the non-coronary cusp was restricted mobility due to calcification. Per the surgeon, the device failed a little earlier than expected, even though the patient was not on dialysis. The surgeon also commented that if a larger size valve had been chosen at the initial implant surgery, it might have lasted a few more years. The device was returned for evaluation.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.